Event description:
It was reported that the xience prime was easily positioned at the lesion site in the proximal left anterior descending artery that had moderate calcification. The stent was successfully deployed at 12 atmospheres (for how long was not provided). Reportedly, there was difficulty removing the stent delivery system balloon post-deployment; however, it was removed. Postdilatation was performed with a non-compliant balloon catheter. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. Return of the xience prime sds may have assisted in the investigation and determination of a cause. The reported anatomical conditions were moderate calcification. The sds was reportedly only inflated to 12 atmospheres (atm). It is possible that the anatomical conditions may have contributed to the reported difficulty to remove. Although a conclusive cause could not be determined there is no indication of a lot specific product quality deficiency. A review of the lot history record for the reported lot was performed and did not reveal any associated nonconforming material records. A query of the complaint-handling database was performed and no other incidents have been reported for this lot. All stent delivery systems are inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation.